Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and calibrated expiratory pressure transducer. Performed ventilator performance testing and unit passed all tests.

Event description:
The customer reported that while in patient use on "nimv" the ventilator didn't deliver the backup rate. The patient was removed from the ventilator and placed on another ventilator, no patient harm.